Manufacturer narrative:
(B)(4).the sample evaluation is anticipated but not yet begun. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
This is an international report where the tubing was found to have leaked during use. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint for leak is confirmed in the sample evaluation and the root cause was undetermined.

Manufacturer narrative:
(B)(4). One used set with no cap on spike and no cap on patient connector was received in reference to a leak. Set was rinsed with 1:10 bleach solution for disinfecting per local sop. Set was tested underwater at 8 psi with leak noted from cut approximately 1 5/8? From sleeve in closed position. The complaint was confirmed in the lab for leak.